Manufacturer narrative:
A complaint was received on 5/18/2023 reporting hair found on pencil. The sample was returned and evaluated. The root cause for this event was unable to be determined. There are these areas which could have contributed to hair being found within the procedure pack: possible employee failure to identify debris, possible dress code violation, lack of lab coat cleanliness, cleaning process not followed or inadequate, exposed product in warehouse, natural occurring static, and equipment has loose particulate. Per personnel dress code procedure corp.prc.079, a mirror is placed in areas to allow employees to ensure that bouffant, beard covers and/or lab coats are applied appropriately. Personnel entering the clean manufacturing area shall perform the following steps prior to entering the room. Apply hair coverings, then next apply apparel, then if applicable apply shoe covers. Last step, wash or sanitize hands. Bouffant must cover all of hair. In order to contain all hair, more than one covering may be needed. Once a hair covering is removed, it must be discarded. Reapplication of the hair cover and beard/mustache cover must be with a new cover. Bouffant may not be worn outside of building. Brushing or combing of hair is not allowed in the changing room or any other area where products are handled or stored. Beard and/or mustache covers shall be worn in all areas that a bouffant hair covering is required and should cover all facial hair. Once removed, it must be discarded. Reapplication must be with a new cover. Lab coats are required in all clean manufacturing areas. Apparel / lab coats shall be buttoned/snapped. Apparel / lab coats shall be kept completely closed. Apparel / lab coats are not to be worn outside of the manufacturing area by manufacturing personnel. Per cleaning, sanitation and work environment procedure corp.prc.086, machine operators shall ensure the work surface of each machine is free from dust, dirt, oil, debris and/or other foreign matter. All equipment used in production shall be cleaned. Garbage shall be removed daily as required by the respective cleaning checklist or form (do not transfer trash from one container to another). Daily - clean work area, work tables, manufacturing equipment, countertops and tables, empty trash, sweep floors and fatigue mats. The following corrective and or preventive actions have taken place by deroyal: manufacturing personnel were retrained on the dress code procedure (corp.prc.079) and cleaning procedure (corp.prc.086), prior to employees entering the manufacturing area they observe each other's lab coats for any foreign matter including hair and lint rollers are being used. Manufacturing personnel were instructed to wipe down production lines after every order. Added additional guidance to the manufacturing instructions to indicate that these products have had reports of debris to increase scrutiny during the assembly process. Production records were reviewed, and no issues were found. An inventory check of the cautery pencils was made by deroyal, a total of 25 each of the 88-000004-t were inspected, and no discrepancies were identified during the inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
Hair found on cautery pencil.